Manufacturer narrative:
(B)(4) also applies to this event

Event description:
Additional information received from the consumer reported that the circumstances that led to the implantable neurostimulator (ins) not holding a charge included moving the replacement ins pocket due to a (B)(6) infection at the previous ins pocket (see manufacturer's report # 3004209178-2015-25042). It was also reported that the replacement recharger did not resolve the issue of the ins not holding a charge. The ins was not holding a charge and the patient could not get the ins to fully charge. The patient was only getting two recharge coupling bars on the recharger. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was not holding a charge since it had been implanted. The patient stated that when she was charging sometimes she would get five or less coupling bars and has never gotten all the coupling bars. The patient reported that she charged the day before and the implant was now showing that it was dead. The recharger would not interrogate. A replacement recharger was sent. No patient symptoms reported. A manufacturing representative (rep) later reported that there was still difficulty with recharging. The patient would start with getting 8 coupling bars, then it would go to 4, then it would go to 2. Another implantable neurostimulator recharger (insr) did not resolve the issue. They had now tried 3 rechargers with the same result. The belt was used, they had also tried using adhesive patches, and they had tried spacers and had tried placing something in between the recharger and the skin, like a towel. The device did not feel loose in the pocket. No imaging had been done. The issues had been happening since the new device was implanted. Additional information received from the manufacturer&#38112;representative on (B)(6) 2015 confirmed that the ins battery was not holding a charge and that the coupling started at 8 bars then dropped down. It was noted that the representative could not get the ins to charge fully and that it depleted quickly. The indications for use of the implanted device were noted as failed back surgery syndrome and spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that to resolve the recharging issues the patient was given double sided sticky pads to help with charging.